Event description:
It was reported at the end of a paroxysmal atrial fibrillation (afib) procedure a map shift of around 1 cm was noticed. No error messages were seen. A smart touch catheter and a non-navigation lasso catheter were used during the case. New catheter cables were used for this case. The patient was under local anesthetic. There was no patient injury reported in this case. Received additional information on the event from the bwi field representative. The map shift was observed after the rf ablation when the physician wanted to check the veins via the lasso catheter and the lasso catheter left the anatomy while being inserted in the veins. All catheters (lasso nonnavigational, coronary sinus, non bwi-sensitherm oesophageal probe) shifted in the same way and seemed to be 1 cm above the old position. There was no patient movement detected nor cardioversion prior to the shift. The reference patch also didn't move prior to the shift. The issue was recognized at the end of the procedure so the physician placed the lasso catheter in the veins via fluoroscopy.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: smart touch bidirectional catheter (device not marketed in USA), model #: d-1327-05-s, lot #: 15657570m. During the procedure no negative catheter effects were recognized (no high impedance > 200 ohm, no temperature above 42 degree). With the withdrawing of the catheter the physician recognized charring on the proximal section of distal catheter tip. The charring itself is 1mm wide and describes a full circle around the tip. This catheter has not been approved by us FDA and is not marketed in the us therefore this catheter complaint is not MDR reportable. (B)(4).

Manufacturer narrative:
(B)(4). It was reported at the end of a paroxysmal atrial fibrillation (afib) procedure a map shift of around 1 cm was noticed. There was no patient injury reported in this case. It was noticed that an old x-ray system was used and it gets closer to the patient's body during each procedure. Big amount of metal causes magnetic distortion and therefore a map shift would be observed. Therefore, the customer was advised to take care of the recommended sid values in order to avoid map shifts. A DHR review was performed. No anomalies were noted in manufacturing or service.